Event description:
It was reported that deployment of the proglide sutures were attempted in a moderately calcified common femoral artery using the preclose technique before a abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was a 7fr and during the interventional procedure. Reportedly, a cuff miss occurred. Four additional proglide devices were used with the same results. A cut-down was performed and the vessel was surgically sutured closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The additional four perclose proglide devices are being filed under separate medwatch MFR numbers.